Event description:
Procedure type: inguinal hernia repair. According to the reporter: there were 2 balloons, one would not inflate so they assumed that it had a hole. Second balloon inflated half way and after a few attempts the dr decided to dissect the area manually. The procedure was delayed by 30 minutes. No patient injury was reported, the patient is fine.

Manufacturer narrative:
Date initial report sent: 09/10/2008.